Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred while the customer was using the pump. The user's blood glucose level was over 600 mg/dl and it was addressed with a manual injection. The user successfully reloaded the cartridge and resumed insulin delivery.